Manufacturer narrative:
An investigation is currently under way. Upon completion, the investigation results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that a pt (dob april 2009) had a catheter placed in april 2012. It developed a tear at the adapter in december 2012. It was repaired. She had a severe peritonitis, which was treated with antibiotics and had catheter malfunction (plug), which required laparoscopic repair.